Event description:
Gastrojejunostomy tube placed in 2001. Leaking from tube started 7 days later. On 12th day gastrograph was used to check for problems. The jejunostomy portion of tube was not in jejunum, it was found to be in stomach. Tube was then advanced to jejunum, and leaking from tube continued. On 18th day tube was removed and replaced with gastric tube. It was found that balloon was not working and not all of tube came out of the pt. The pt required a kidneys, ureter, bladder (abdominal x-ray) and endoscopy to remove the fragment.